Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 271 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was admitted into (B)(6) hospital on (B)(6) 2017. Customer stated she had a uti infection and her blood glucose level began to rise. Customer was in the hospital for a couple of days and was released (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The product was not returned for analysis.